Manufacturer narrative:
On 16-jun-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and there was char on the tip. After accessing the left atrium, a test ablation was performed in a location that did not hit the myocardium. At 50 w (watts), 0g would be 0g; at 70 w, 0g increased to 4g; and at 90 w, 0g increased to 10 g. Once, there was no catheter replacement, and ablation was started at 50 w. After the right pvi (pulmonary vein isolation), when the catheter was retrieved from the patient¿s body, there was a char on the tip of the catheter. The physician commented that the size of the clot was larger than usual. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation and temperature and impedance test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device lot number 31481320l and no internal action was found during the review. The char reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: in the event of a generator cutoff (impedance or temperature), the catheter must be withdrawn and the tip electrode cleaned of coagulum, if present before rf energy is reapplied. A sterile gauze pad dampened with sterile saline may be used to gently wipe the tip section clean. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product complaint will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and there was char on the tip. After accessing the left atrium, a test ablation was performed in a location that did not hit the myocardium. At 50 w (watts), 0g would be 0g; at 70 w, 0g increased to 4g; and at 90 w, 0g increased to 10 g. Once, there was no catheter replacement, and ablation was started at 50 w. After the right pvi (pulmonary vein isolation), when the catheter was retrieved from the patient¿s body, there was a char on the tip of the catheter. The physician commented that the size of the clot was larger than usual. No error messages, temperature issues, or flow issues preceded the char issue. The patient's act (activated clotting time) was unknown. There was no excessive force or ablation times used. The physician's contact force was below 15 grams. The catheter was replaced with another new one, and the left pvi was conducted ablation with 90 w. The procedure was successfully completed. The issue was resolved by replacing the qdot micro catheter with another new one. No patient consequences were reported. There were no post procedural neurological issues as well.